Event description:
The patient's spouse reported the patient had replacement surgery due to difficulty walking after the neurostimulator moved from the patient's abdomen to the patient's hip area. During replacement surgery, the decision was made to implant the new neurostimulator at the same implant site as the old neurostimulator. The new neurostimulator moved and the patient is having difficulty walking again. Refer to medwatch report # 3004209178200703513. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.